Event description:
The customer reported when the ventilator was powered up into normal ventilation, it alarmed and displayed a patient circuit occlusion. The customer reported the ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician confirmed the reported complaint. The service technician reported the blower was not attempting to start and there was no flow coming from the gas outlet. The service technician replaced the blower to address the reported problem. Applicable final testing was completed and passed to operating specifications.

Manufacturer narrative:
Blower.